Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (rica) using a penumbra system ace68 reperfusion catheter (ace68). During the procedure, while advancing a non-penumbra guidewire through the ace68, the hospital staff experienced resistance; consequently, a kink was found on the ace68. Therefore, it was removed. The procedure was completed using a new ace68. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned ace68 had ovalizations at approximately 24.0 cm, 25.0 cm, and 113.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed an ovalized device. If the device is forcefully gripped or pinched during the procedure, damage such as an ovalization may occur. The ovalization likely caused the resistance experienced in the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.